Event description:
It was reported to boston scientific corporation that during preparation for a stenting procedure using a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop on the proximal end of the stent had been torn. Reportedly, the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(6). Torn material. The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that during preparation for a stenting procedure using a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop on the proximal end of the stent had been torn. Reportedly, the suture was not removed from the stent.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.the returned polaris loop ureteral stent did not present any signs of use or any kind of residue. Visual analysis revealed that both loops of the stent were cut approximately 5 cm from the bonding section. The suture was not present with the return. According to the customer, the device was torn prior to handling. The cause of this event could not be determined based on the sample condition and the information provided by the customer.